Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was visible but did not insert into the infusion site properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The download data showed that the pod completed first prime with an expected number of pulses and generated an 0xd7 alarm after 49 total pulses. The cannula is expected to deploy by the end of second prime. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The exact cause of the reported unsure properly inserted cannula or the reported needle mechanism failure could not be determined. The 0xd7 alarm generated by the pod indicates that a power on reset was detected while running. Measurement of the pcb assembly shelf mode current found it to be out of specification. Visual inspection of the pcb assembly found no damages or defects that would result in high shelf mode current. It could not be conclusively determined if this high shelf mode current contributed to the 0xd7 alarm, or if the 0xd7 alarm contributed to the reported event. No other damages or manufacturing deficiencies that would result in an 0xd7 alarm were observed. The exact cause of the 0xd7 alarm could not be determined.